Event description:
Review of the manufacturer¿s in-house programming history database revealed high impedance on a patient¿s vns system. On (B)(6) diagnostics results indicated high impedance and, the device was then programmed off. Additional relevant information has not been received to-date. No known surgery has occurred to-date.